Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 2.00 x 10 mm semi-compliant balloon. A 2.50 x 48 mm synergy was deployed and post dilated with a 2.50 x 12 mm non-compliant balloon at 15 atm. A flow limiting, distal edge dissection was noted. A 2.25 x 20 mm synergy was deployed distally to cover the dissection and the procedure was completed. The patient fully recovered and was stable.